Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had three accidents one morning, and felt pain while using program 2. The patient changed to program 1 and planned to see if symptoms improved. Additional information received from the hcp reported that the patient had tripped on a brick, and abnormal impedance measurements were seen in the lead. An x-ray on (B)(6) showed lead migration. The patient was reprogrammed again on (B)(6). It was noted that the patient was not having any fecal incontinence. The patient was about to undergo hip replacement, and the hcp stated that they would not change the lead until after that surgery and rehabilitation. The hcp planned to reassess the patient in two weeks.

Manufacturer narrative:
(B)(4). Lead, model 3093-33, lot# v963207, implanted: (B)(6) 2012, explanted: na. Programmer, model 3037, serial# unknown.

Event description:
Follow up information received from the healthcare professional reported that reprogramming of the implantable neurostimulator (ins) was performed on july 17 to the following settings: battery = positive, electrode #0 <(>&<)> 3 = negative, amplitude 2.3 volts. The resulting programing provide positive stimulation sensation to the "saddle are". Additional information received on (B)(6) 2012 from the patient indicated they had the hip replacement surgery on (B)(6) 2012.